Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the patient reported her blood glucose readings have been elevated today. She stated, she had a reading this morning of 223 mg/dl with her target range being 80-124 mg/dl. The patient's current blood glucose reading was 195 mg/dl and she stated, she had just eaten. To troubleshoot, the daily insulin totals on her insulin infusion device were checked and confirmed to be accurate. She stated, she stores her insulin in an insulated bag. The patient stated she did not change the time for daylight savings time and does not want to do it now. Troubleshooting did not find any related product issues. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.